Event description:
(B) (4).same case as: 2134265-2010-01771.it was reported that during a carotid procedure, the patient experienced a drop in baseline blood pressure and pulse. The 80% stenosed target lesion located in the left proximal carotid was 20.0mm long with a reference vessel diameter of 7.0mm. The target lesion was treated with a filterwire and the placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 0%.during the index procedure, the patient had experienced a drop in baseline blood pressure and pulse. The patient was treated with medication. The event was resolved without residual effect 1 day post procedure.

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)